Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. No repairs were made to the device. The device was scrapped.